Manufacturer narrative:
Health (B)(6) received the filing in 2022. Limited details were provided. Product was not returned for evaluation.

Event description:
During an endoscopic procedure the insulated ceramic beak broke inside the patient, there were no known health consequences to the patient.